Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. After the start of the alleged issue, the patient claims she felt a symptom of shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The subject meter powers on during troubleshooting; however, the patient no longer had the same test strips used when the alleged issue occurred. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.